Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. Initial inspection confirmed mentioned fault. The failure relates to the reported complaint event. Replaced faulty component and fault rectified. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set up, the device did not alarm. There was no patient impact.